Event description:
Additional information received indicated that the patient's right ventricular lead had vegetation present. The patient was stable throughout the explant procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09435. It was reported that the patient had their pacemaker and right ventricular lead explanted and replaced due to an infection. No patient condition was reported.